Event description:
It was reported that a revision surgery was scheduled for (B)(6) 2011 after nine years of implantation. The patient reported elevated cobalt and chromium levels and the presence of a soft tissue reaction. Patient had a previous arthroscopic synovectomy to remove the tissue around the hip joint in 2010.